Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this lead was not successfully implanted due to unknown product performance issue. Additional information indicated that the lead was attempted to the left bundle area and after multiple attempts the lead helix become elongated. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this lead was not successfully implanted due to unknown product performance issue. Additional information indicated that the lead was attempted to the left bundle area and after multiple attempts the lead helix become elongated. The lead was never in service. No adverse patient effects were reported.